Event description:
Heartmate 2 left ventricular assist device (lvad) presents with hemolysis (despite international normalized ratio (inr) 3.6 and aspirin 81 mg daily) as evidenced by hemoglobinuria, lactate dehydrogenase peaked at 1,491, plasma hemoglobin 34, and failure to close aortic valve with rpm increase to 11,000. Heartmate 2 to heartmate 2 surgical exchange was required when IV heparin failed to improve ldh, and with creatinine increase.